Manufacturer narrative:
(B)(6).

Event description:
The customer called into philips to report that the device is not passing test with "system needs service" error. There was no reported patient involvement / adverse patient impact.